Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and associated device triggered a lead safety switch (lss) due to low pace impedance measurements. Oversensing of noise was also noted that lead to inappropriately stored episodes. The local boston scientific field representative was to discuss the case with the patient's physician. Requests for additional information were unsuccessful. There were no adverse patient effects reported. The system remains in service.